Manufacturer narrative:
This report was received from the maude database, no customer contact information was provided. The device has not been returned for evaluation. However, if additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
Olympus received a maude report (report # (B)(4)) from FDA on june 14, 2021. The report states a general surgeon placed a percutaneous trocar into the stomach during the procedure to allow for passage of the endoscopic retrograde cholangiopancreatography (ercp) scope, as previous attempts to pass the scope orally were not successful. At the end of the procedure, the gi physician was removing the ercp scope from the stomach trocar when the soft tip cover of the scope fell off into the patients stomach. It was decided to allow the tip cover to pass naturally through the gi system than to subject the patient to further anesthesia time in attempting to remove it. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer (lm) performed an investigation. The lm was unable to replicate the reported failure and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. The device history record (DHR) has not been confirmed due to unknown lot, but no manufacturing problems had been reported. Attempted to gain additional information without success because the information was unknown. The actual product was not returned and could not be confirmed. The instructions for use (IFU) provides the following guidelines: "when attaching the distal cover please make sure that the distal cover is intact without any problem before installation and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover."

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. Reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h0729) investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.